Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to inspect various components of the pump and clean specific areas, but they were unable to successfully load a new cartridge. Consequently, further troubleshooting assistance was required, and the issue was escalated to a customer service associate for additional support.